Manufacturer narrative:
H11: five photo samples were provided to our quality team for investigation. Upon visual inspection of the photos, we can confirm that broken pieces of the lidocaine vials are present. We can also confirm that component containing the orange dye was at minimum activated. However, we cannot confirm whether the inner chloraprep vials were broken or if the component containing the dye activated as a result of the broken lidocaine vials, and exposure to the liquid/lidocaine. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001614536 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Sterilization review indicates no damage was reported for the shipment. Based on the available information we are not able to identify a root cause at this time. Distribution center will be notified in an effort to raise awareness. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the chloroprep swab was leaking at the seal. A second procedure tray had to be obtained from the stock room. During follow up response it was further reported that the chloraprep was unopened at the time the leak was discovered. No visual damage was observed upon receipt of the product. There was no patient exposure or harm reported. The issue was detected prior to use.

Manufacturer narrative:
H11: a lot number was provided so a device history record is currently underway. Photos were provided and review is currently pending. H3 (device eval by manufacturer) a device has not been returned. Upon completion of the investigation, a supplemental report will be filed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the chloroprep swab was leaking at the seal. A second procedure tray had to be obtained from the stock room. During follow up response it was further reported that the chloraprep was unopened at the time the leak was discovered. No visual damage was observed upon receipt of the product. There was no patient exposure or harm reported. The issue was detected prior to use.